Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. Based on the information provided and without the device to analyze, a cause for the single gripper actuation issue during procedure could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single gripper actuation issue. It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr). During a mitraclip procedure the posterior gripper could not lower during gripper orientation. To troubleshoot, the clip was locked and unlocked and gripper orientation was attempted again, but the gripper did not lower. The other gripper lowered when attempted. The grippers were lowered simultaneously and they worked. The operator planned to use simultaneous gripper actuation, and proceeded with completing the procedure. The clip was implanted and the mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.